Event description:
It was reported that the patients battery is not working as intended. The patient underwent battery replacement procedure and was doing well postoperatively. The explanted product was disposed by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.